Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The balloon was returned and appeared to not have been inflated. The catheter was kinked and broken in multiple places, indicating difficulty advancing the device through to scope. The kinks were identified approximately 121.6 cm, 122.7 cm, and 126.3 cm from the distal end of the white strain relief. The breaks in the outer blue catheter were approximately 123.5 cm to 124.3 cm and at 129.3 cm from the distal end of the white strain relief, exposing the inner purple catheter. No portion of the catheter or balloon material appears to be missing. During further evaluation, the distal and proximal glue joints were inspected. Both glue joints, where the balloon meets the catheter and the distal tip to balloon joint, were smooth and uniform. No abnormalities were noted during the visual inspection. Due to the condition of the returned device, broken catheter, we were unable to perform a full functional evaluation. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the report it does not state if negative pressure was applied to the balloon prior to advancement through the endoscope. Negative pressure will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the balloon wire [catheter] bent at the top where insertion is done and what hard to advance through the endoscope channel. There was no reportable information at this time. The device was evaluated on 05sept2025 and it was to have a break in the blue tubing around 123cm from the handle [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.